Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a stenotic lesion, the proximal end of the pta balloon allegedly detached at the glue joint and subsequently rupture at 15atm. There was no reported patient injury. .

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. A visual inspection of the device found the pebax to be peeled throughout the length of the balloon. Additionally, frayed fibers were noted on the proximal cone of the balloon. Therefore, the investigation is confirmed for both peeled pebax, and for frayed fibers. The investigation is unconfirmed for the reported balloon detachment as the balloon was returned fully attached to the catheter shaft. However, the device was inflated with water, and a longitudinal rupture was noted in the balloon, confirming the investigation for rupture. The definitive root cause for the reported or identified issues could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 12/2019). (B)(4).

Event description:
It was reported that during an angioplasty procedure of a stenotic lesion, the proximal end of the pta balloon allegedly detached at the glue joint and subsequently rupture at 15atm. There was no reported patient injury. .